Manufacturer narrative:
The device log file provided basis for the investigation. The analysis of the logged entries showed that ventilation was started on (B)(6) 2020 at 4:52 pm in ventilation mode ippv (intermittent positive pressure ventilation). Ippv is a volume-controlled ventilation mode where the ventilator tries to keep the applied volume constant by varying the ventilation pressure. In addition, the maximum airway pressure is limited to the upper ¿airway pressure high¿ alarm limit. If the airway pressure increases above this set alarm limit, the respirator opens the patient system. If this is not sufficient, a safety valve will be opened as well and the device performs a warmstart in order to protect the patient from high pressures. A warmstart lasts approximately 8 seconds and during this time the device briefly powers back off and on again. This is accompanied with an audible alarm. After reviewing all data it can be verified that this specified device behavior had occurred in the reported event. The log file shows in detail that at 4:55 pm the ¿airway pressure high¿ alarm limit was set by the user from 45 mbar to 52 mbar, at 5:07 pm from 52 mbar to 63 mbar and at 5:08 pm from 63 mbar to 100 mbar which is the maximum limit. Each time an "airway pressure high" alarm was generated afterwards. In addition the device generated the alarm ¿tube blocked¿. At 5:09 pm the device initiated the first warmstart due to high pressures that were present in the breathing system at this time. After the warmstart was completed, ventilation was continued however the condition was still present and the device alarmed for ¿airway pressure high¿ and ¿tube blocked¿ again. A second warmstart was triggered by the device in order to relieve the pressure in the airway system. At 5:10 pm the gas supply was removed which corresponds with the reported exchange of the ventilation device by the user. Thus it can be concluded that the reported switch off and on of the device were warmstarts that were initiated by the safety software of the device due to a continuous pressure overshoot above the ¿airway pressure high¿ alarm limit when ventilating in ippv. The root cause can be attributed to a narrowing of the airway system which was most likely caused by the fibroscopy that was reportedly performed at that time. No device malfunction could be identified that caused the interruption in ventilation.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started, the results will be provided in a follow-up report.

Event description:
It was reported in the user facility report: "patient ventilated, fibroscopy in progress, the screen turns off a first time (without prior warning message). It switches back on to switch off again. At this time, the device was still ventilating but it's been replaced by a manual breathing bag to exchange the device. During manual breathing, the patient had a cardiac arrest (recovered). The patient did not tolerate manual ventilation at cardiac level."